Event description:
It was observed, during the device inspection. That the video system center exhibited image processor issues. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, b5, d8, h6 (component code has been corrected to 4733 -connector/coupler and medical device problem code has been corrected to 2900 - connection problem). Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited excessive amount of dust and foreign material and corrosion inside the video connector that affects its functionality.